Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k number: k943604, device not returned.

Event description:
It was reported that the mount would not disengage from the implant. Another implant was placed during the same procedure.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information as a supplement to (B)(4). The following sections are being reported: b5: no new or additional information d4: jan 31, 2023. D6: (B)(6), 2018. D7: (B)(6), 2018. D8: no (correction). D10: 02 nov 2018. E4: unknown. G7: follow up. H1: malfunction. H2: correction, additional information, device evaluation. H3: yes. H4: 09 feb 2018. H8: initial use of the device. The reported complaint device was received for evaluation with the fixture mount engaged into the drive feature. Visual inspection and functional testing confirmed that the mount could not be disengaged from the implant drive feature as the hex driver was unable to unscrew the mount screw. The reported condition of a mount that would not disengage from the implant was confirmed. A device history review (DHR) of the reported lot did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per the applicable procedure. Visual comparison of the engineering drawing with the implant verified that the design was consistent. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. A complaint history review for the reported lot concluded that there are no other reported complaints with similar incidents against the lot. A definitive root cause could not be determined. Probable cause of the reported event as identified in the risk file, includes customer error due to excessive insertion torque. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mount would not disengage from the implant. Another implant was placed during the same procedure.